Event description:
The rptr stated that they did meter to hcp meter comparison tests, twenty minuts apart. The results were 365 mg/dl on rptr's meter, and the doctor's meter reading (meter type unknown) was 118 mg/dl. Rptr did not have any symptoms. No harm was alleged. Follow-up attempts to contact the rptr for further info have not been successful.